Manufacturer narrative:
Citation: rehman h. Balloon predilation in transcatheter aortic valve replacement with self-expanding valves. Journal of the american college of cardiology volume 70, issue 18 supplement, (B)(6) 2017 doi: 10.1016/j.jacc.2017.09.386. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding balloon predilation in transcatheter aortic valve replacement with self-expanding valves. All data were collected from multiple centers between 2011 and 2016. The study population included 548 patients, all of them were implanted with medtronic corevalve. Among all patients 30-day and 1-year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: paravalvular leak, stroke, and permanent pacemaker implant. Based on the available information, these events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Review of the full text article revealed additional adverse events: major vascular complications, sepsis, and myocardial infarction (mi).